Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricle lead exhibited noise over-sensing. The noise was reproducible in unipolar configuration. The patient was in stable condition and would be further monitored.